Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the display is locked. There was no patient involvement.